Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose level. Customer's blood glucose level was 415 mg/dl. Customer reported that they did not able to get the bolus. Customer reported they ran the insulin after taking insulin pump off. It was unknown if customer was using insulin pump with auto mode. The insulin pump will not be returned for analysis.